Event description:
It was reported that the patient was unable to operate their inflatable penile prosthesis pump. The pump took a lot of work to use in the field. The pump was not filling fully and then became umbilicated. A faulty valve in the pump was assumed. The pump was replaced and the device inflated with ease. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.